Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found the ceramic sleeve was broken, but the spatula was noted to be intact. The sleeve was noted to be missing a .210 x .135 piece. Where the missing piece was aligned with one edge of the spatula. There were axially oriented scratch marks on either side of the sleeve, adjacent to the break edges. The broken fragment was not returned with the instrument. The cause of the damage was likely due to mishandling/misuse. There was no other damage found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that during a da vinci pelvic lymphadenectomy procedure, a piece of plastic on the permanent cautery spatula instrument reportedly fell into the patient and was subsequently retrieved. It is unknown what mode of retrieval was performed, and if the patient had received any medical intervention as a result. Multiple attempts were made via phone and electronic mail to gather additional information regarding the reported event from the site without success. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. Several attempts were made to gather additional information from the site regarding the reported event were without success. A follow-up MDR will be submitted if the instrument is returned or if additional information is received. This complaint is being reported based on the information provided, as follows: a piece of the permanent cautery spatula instrument allegedly fell off into the patient and was subsequently retrieved. It is unknown at this time what mode of retrieval was performed.